Manufacturer narrative:
H3: product analysis confirmed that visually, there was no damage in the construction of the device that would have resulted in the reported ev ent. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 35.4 ohms (blue), 19.3 ohms (blue with white stripe), 32.9 ohms (red), and 23.5 ohms (red with white stripe) in which all of the electrodes were within specification. There was no intermittent behavior while manipulating the circuits or the shape of the tube. For further analysis, a syringe was used to inject 15-cc of air into the cuff balloon and inflation and deflation occurred normally. There were defects in the trace pads. A review of the global complaint data showed no other complaints about this lot number. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provider (hcp) via manufacturer representative reported that the nerve monitoring tube was unable to pass electrode check during a procedure. They switched to a new monitor and patient interface box with no resolution. They decided not to change the tube and instead moved on without monitoring. There was no patient impact.